Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the caller that the right ventricular and superior vena cava coil impedances were at 43 and 56 ohms through the device. However, when a shock was delivered, zero joules were delivered. The patient had to be externally rescued. It was also reported that there was a device malfuntion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.